Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during unilateral adrenalectomy, at the first attempt, firing did not advance. The procedure was completed with another device.